Event description:
It was reported that this patient was hospitalized. It was noted that inappropriate shock therapy was delivered due to t wave oversensing involving this device. It was noted that historically the patient had an inappropriate shock delivered due to a slow ventricular tachycardia with t-wave oversensing in the primary sensing vector due to low r wave amplitudes and high t wave amplitudes. The healthcare professional had advised to reprogram the device to the secondary sensing vector, but the patient once again received inappropriate therapy due to a slow ventricular tachycardia as a result of high t wave amplitudes with better r wave amplitudes. A request for programming optimization was needed. Technical services (ts) reviewed the case and provided recommendations for optimization when it comes to programming for this device and patient. Additional information provided noted that the patient was not only hospitalized due to inappropriate shocks, but also due to symptoms of heart failure and had passed away as a result of the reported heart failure. No further information was provided at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the explant date.

Event description:
It was reported that this patient was hospitalized. It was noted that inappropriate shock therapy was delivered due to t wave oversensing involving this device. It was noted that historically the patient had an inappropriate shock delivered due to a slow ventricular tachycardia with t-wave oversensing in the primary sensing vector due to low r wave amplitudes and high t wave amplitudes. The healthcare professional had advised to reprogram the device to the secondary sensing vector, but the patient once again received inappropriate therapy due to a slow ventricular tachycardia as a result of high t wave amplitudes with better r wave amplitudes. A request for programming optimization was needed. Technical services (ts) reviewed the case and provided recommendations for optimization when it comes to programming for this device and patient. Additional information provided noted that the patient was not only hospitalized due to inappropriate shocks, but also due to symptoms of heart failure and had passed away as a result of the reported heart failure. No further information was provided at this time. No additional adverse patient effects were reported.